Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ten states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Although post fracture damage has obfuscated some artifacts, the fracture appears to have started in fatigue and failed in a fast-fracture. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2009. Subsequently, the patient sustained a fall and heard a snap from the shoulder. The patient was revised on (B)(6), 2011, due to fracture of the humeral tray.